Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "no alarm for upstream occlusion" was not reproduced. The device was tested for upstream occlusion detection and it passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't alarm for upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.